Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, with symptoms described as semi-open eyes, tremors, foaming from the mouth, seizure, and loss of consciousness. Customer was seen at a hospital where they were treated with baqsimi nasal glucose spray for a diagnosis of hypoglycemia. Customer further reported blood glucose readings of "4" at home, and 161 [mg/dl] at hospital. There was no report of death or permanent injury associated with this event.